Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the issue. It was determined that the faulty force sensor was the root cause. The force sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'force sensor bgdn test' alarm. Upon calibrating it was observed that the force sensor had an issue, as the pressure meter used for calibration wasn¿t accurately reflected on the device. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.